Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll up on display screen. Customer's blood glucose was 169 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for three days. All operating currents are within specification. The device passed self-test. No unexpected low battery or of no power alarms noted during testing. All of the buttons are working properly. However, moisture damage was noted on keypad traces. No numbers were noted ramping. The device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd display window, cracked reservoir tube corners, and cracked belt clip slot.